Event description:
The account alleged the head hi/low up runs unintentionally when hydraulic fluid is flowing.

Manufacturer narrative:
The account replaced the head hi/low up valve to repair the bed.